Manufacturer narrative:
Explant not returned. A pulmonary band was apparently constructed from a gore-tex material. Pulmonary banding is meant as a temporary palliative procedure to mediate temporary hemodynamic complications of congenital heart defects. More specifically, it is meant to temporarily reduce excessive blood flow to the lungs to prevent the development of pulmonary hypotension until the congenital heart defect can be corrected. Regardless, of the materials used to construct the band, if it is maintained too long there is risk of major hemodynamic complications (reduced blood flow to the lungs) potentially resulting in cyanosis ("blue baby" syndrome), pulmonary artery stenosis and death.

Event description:
On 1/18/08, gore became aware of an event through a newspaper article that was published on 1/17/08. Reportedly, in 1992 a "sliver of gore-tex" was used for banding the pulmonary artery of a newborn female. The gore product used for this procedure is unknown. According to the article, the "band" was not removed until many years later when a school nurse noticed that the child's lips were blue and insisted the parents take the child to a doctor. It was also reported that for three years prior, the child had complained to the school nurse of chest pains and trouble breathing. The child underwent surgery to remove the band in 2005 and died from complications (pneumonia) two days after the surgery.